Event description:
Customer reported a difference between blood glucose readings versus sensor glucose readings. Customer stated that this issue triggered a false threshold suspend alert. Customer's sensor glucose reading was 100 mg/dl while the blood glucose reading was about 160 mg/dl to 170 mg/dl. Customer mentioned that he inserts the sensor below the waist and has a lot of scar tissue. Customer also stated that he may have slept on the sensor. Customer noticed damage to the probes. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.